Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a coupler malfunction. There were no reports of patient harm.

Event description:
It was reported the subject device had a coupler malfunction: eyepiece looseness. The issue occurred during pre-use inspection of a therapeutic laparoscopic surgery and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The supplemental report is being submitted to provide updated fields and final investigation results. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a cause of the reported event could not be established. Olympus will continue to monitor the performance of this device.